Event description:
It was reported that a y-type tur/bladder irrigation set leaked from a crack on its y-junction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The device was visually inspected and functionally tested. The functional test verified a leak between the inlet port of the y-site and the tubing. Closer visual inspection of the leak showed that there is a channel leak between the tubing and y-site inlet port due to the tubing being crimped. No cause for the crimped tubing could be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.